Event description:
It was reported in a service report that the foot right load cell popped out of the channel that it rides in. No adverse consequences were reported.

Manufacturer narrative:
Result: load cell.